Event description:
It was reported that the patient underwent surgery, and upon returning home, a lead integrity alert (lia) for the right ventricular (rv) lead had been triggered according to carelink. Stored electograms showed evidence of oversensing leading to six inappropriate shocks. The electrograms show what looks like electromagnetic interference. The patient is scheduled to be seen in order to interrogate the device and reset the alarm. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. The analyst noted that 161 of 278 lifetime ventricular short interval counts (sic) are recorded beginning (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and sic. There are two ventricular fibrillation (vf) and 15 nst events recorded on (B)(6) 2014. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.